Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) analyzed the system onsite and confirmed that the wired footswitch did not work intermittently. After reviewing the log file fse found there is a problem in footswitch. Fse replaced the wired footswitch. After replacement of wired footswitch, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system could perform fluoroscopy. The system was in clinical use. No user or patient harm was reported. A philips field service engineer (fse) visited the site and replaced the foot switch. The device was returned to expected functionality.